Event description:
The customer reported that the sys would not display an image on the monitors and exhibited no output at the power supply. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed a phone investigation and recommended reseating the fuses on the power supply. No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.